Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number j1533462.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and drain was implanted. At the hospital room, it was found that the drain was broken near the reservoir when the fluid drained. There was no adverse patient consequence reported.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number batch # j1533462, MFR date 06/2015; exp. Date 06/2020. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. The drain end attached to adapter is broken and almost completely detached. The broken surface is uneven and has signs of mechanical damage. The drain broke following the mechanical damage.